Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent unexpected resets occurred. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer reloaded the same cartridge onto the pump and resumed insulin delivery. The customer continued to use the pump for insulin therapy.